Event description:
It was reported that a hispanic female patient underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses and suffered right breast implant leak, post-operatively. It was suspected that the implant was not sealed correctly. As a result, the patient underwent breast implant removal and replacement with a 300cc mentor smooth round moderate plus profile saline (catalog: 3502300) on an unspecified date.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).